Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 62 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient¿s medical history was notable for mixed aortic stenosis and aortic regurgitation with a thickened valve. The patient was admitted with decompensated heart failure and, after 5 days, developed signs of renal failure including rising creatinine levels and decreasing urine output. The patient was transferred to the intensive care unit in cardiogenic shock requiring 4 vasopressors, with a lactate of 10.9 millimoles per liter, creatinine of 5 milligrams per deciliter, mixed venous oxygen saturation of 32%, and a ph of 7.08. In the intensive care unit, the patient was noted to have a unicuspid aortic valve, and diastolic pressures measured on both the arterial line and impella device ranged from 20¿40 millimeters of mercury. While on support, the impella cp device was operating at performance level 6 with expected flows of approximately 2.7 liters per minute with no alarms. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. It was reported that the physician experienced difficulty during the initial device placement. Bedside transthoracic echocardiography demonstrated the device positioned approximately 2.9 centimeters below the aortic valve. The patient was initiated on continuous renal replacement therapy due to anuria and worsening renal function. The patient remained supported in the intensive care unit until transfer to the operating room for aortic valve replacement, during which lactate improved to 7 millimoles per liter and vasopressor requirements were reduced. In the operating room, transesophageal echocardiography demonstrated that the impella device was angled toward the mitral valve and in some views appeared to extend through the mitral valve with the tip located in the left atrium, or possibly through the anterior mitral valve leaflet. The providers decision was to proceed with the device removal. Removal was successfully under echocardiographic guidance. A defect measuring approximately 1 centimeter was identified in the anterior mitral valve leaflet, resulting in significant mitral regurgitation. Upon surgical inspection via aortotomy, the aortic valve demonstrated extensive vegetation, and the aorto-mitral curtain was noted to be inflamed, edematous, and infected with multiple areas of vegetation. The surgeon determined that the altered and weakened tissue likely contributed to the abnormal device trajectory. A commando procedure was subsequently performed. The impella device was successfully weaned and explanted. The patient survived to device removal with no additional adverse events reported.